Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a lost sensor alarm and transmitter was not blinking and was showing that the wrong transmitter ID was programmed. Customer reported that when sensor was removed, it was found that the cannula was bent. It was also reported that the serter was not releasing the sensor. Customer's blood glucose was 75 mg/dl and had dropped to 46 mg/dl. Customer was advised that sensor and serter would be replaced.